Event description:
Information was received indicating that during use of the cassette the pump exhibited a "no disposable" alarm. It was reported that the patient subsequently changed the cassette. Per reporter no further details provided. It is unknown if there were any adverse effects.